Event description:
Physician noted that the electrocautery tips sparked in rapid succession while cauterizing the patient's breast during mastectomy procedure. The electrocautery pencil was removed and replaced without incident or any additional harm to the patient.